Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the pediatric ICU during insertion, the guide wire bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire that was kinked in multiple locations near each end with the j-bend at the distal end opened. Microscopic examination confirmed three sets of offset coils on the distal end and multiple kinks and offset coils at the proximal end. The guide wire was found to be intact and within dimensional specifications. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use. Based upon the observed damage and the information provided stating this occurred during insertion, operational context caused or contributed to the event. No further action will be taken.